Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿programmed to infuse versed drip at ordered rate of 5mg/hr. The pump free-flowed and patient received the full bag within one hour. Clinical engineering inspected the device but no physical signs of damage. Ce suspected possible bezel issue. Replaced the bezel, tested the pump and pump deemed functional after the replacement." There was patient involvement but outcome is unknown.